Event description:
After connecting the luer slip syringe and catheter to the q-syte, air got inside the line.

Manufacturer narrative:
Additional information was requested from the reporter and the reporter was unable to provide any additional information. The samples have been received; upon completion of the investigation, a supplemental report will be submitted. (B)(4)